Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A distributor reported a leaking issue of an administration set to zyno medical on (B)(6) 2018. The distributor received a call from the initial reporter, stating that the administration set tubing was leaking below the drip chamber. The affected administration set was infusing saline. There was no patient injury and no patient information was provided to zyno medical. The contract supplier of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
The reported leaking issue was confirmed. The administration set was evaluated on (B)(6) 2018 and was found to be leaking below the drip chamber. Zyno medical issued the scar (B)(6) 2018 to the contract (B)(4) on (B)(6) 2018 for the administration set dirp chamber leaking issue in three lots, including lot #1606009. The contract manufacturer stated that they had identified the root cause as improper welding process around the d8 air-screened membrane and implemented the corrective and preventive actions from lot #1702003. All the actions of scar 2018-001 have been completed and accepted on (B)(6) 2018. This scar is now waiting for effectiveness check.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00062).